Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Replaced plunger clamp, tip clamp sleeve and compression spring to correct the problem. The instrument was tested without further problem, and was returned to expected operation.